Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited high impedance measurements under bipolar configuration. The patient was in stable condition and not dependent so the physician elected to continue to monitor the patient.